Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they visited on emergency room on (B)(6) 2021 as they were experiencing low blood glucose level 28 mg/dl. Current blood glucose level 237 mg/dl. It was unknown if insulin pump was on auto mode. Insulin pump had blank display. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.